Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a loose system interconnect flex cable. The system interconnect flex cable was replaced to remedy the reported malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.